Event description:
In (B)(6) 2018 I was hospitalized and diagnosed with migraine headaches. Never had these kind of headaches before in my life. There have been numerous doctor office visits, including specialists, CT scans and MRI's since 2018. Due to headaches and pulsative tinnitus, which I never endured prior to (B)(6) 2018. The CPAP was recalled due to defective foam in the filters. Side effects included headaches and itchy eyes. Since 2018 my life has been on a roller coaster with dr visits and tests. Added prescriptions, etc. Did the defective CPAP machine attribute to all or some of this?